Manufacturer narrative:
Product analysis: a 980 ventilator and direct current (dc) to dc converter printed circuit board (pcb) were returned to covidien/ medtronic¿s product analysis. A visual inspection of the ventilator was performed, no notable conditions were found. The functional testing was performed on the ventilator; diagnostic logs were reviewed and error codes were found. An investigation was performed and the product analysis technician reported that the root cause was isolated to an electronic component in the dc to dc pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the 980 ventilator generated a continuous alarm. The patient was removed from the ventilator and placed on an alternate ventilator. It was reported that under this event there was a decrease in saturation.